Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to unavailable sample. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center and requested assistance with ending therapy from the homechoice (hc) machine. The patient stated that the supply bag became disconnected. The patient turned the hc off and called baxter. The technical service representative (tsr) assisted the home patient (hp) to end therapy as requested. On (B)(6) 2011, product surveillance contacted the hp; the hp did not speak any english. No further details were provided. On (B)(6) 2011, product surveillance contacted the nurse. The nurse stated they were unaware of this event and the hp was doing therapy fine to their knowledge. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.